Event description:
It has been reported that the system shut down abruptly and a message was shown that fluoroscopy was not available. The system was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system shutdown on its own. Upon remote analysis, rse found that the customer did the trouble shooting and found that the issue was with host pc. To resolve the reported issue, customer replaced hdd and host pc. After replacement, the system returned to use in good working order. The work order has been cancelled by the customer and no service is provided from the philips. The codes were updated based on the investigation outcome.